Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: separated guide wire requiring medical intervention. Device issue: separated guide wire. It was reported that after deploying another company's stent by direct-stenting, an ivus catheter was advanced over the whisper guide wire. When the ivus catheter was removed, it was confirmed not to be on the whisper guide wire (not inside the guide wire lumen of the ivus catheter). As the whisper ls guide wire was suspected to be separated, the coronary was examined by angiography and the distal portion of the whisper ls guide wire approx. 10 cm long, was located around the guiding catheter tip. A balloon catheter was advanced over the guide wire from the proximal part of the guide wire and the proximal part of the distal portion of the guide wire was withdrawn into the guiding catheter tip by pinching the proximal end of the distal portion of the guide wire between the balloon and the inner lumen of the guiding catheter. When the distal portion was confirmed to be inside the guiding catheter tip, the balloon was slightly inflated to catch the distal portion between the inner lumen of the guiding catheter and the inflated balloon. Then, the whole system (including the guiding catheter) was withdrawn and the separated distal portion was completely removed out of the body. No pt effects were reported. No add'l info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. The core, coils, and polymer coating were separated 12 cm proximal to the tipball. The polymer coating was stretched and jagged at the separation. There were two kinks in the core, 1.5 cm proximal to the separation, and 1 cm proximal to the tipball. The proximal end of the separation was slightly corkscrewed for a length of 1.5 cm. There was no other damage noted to the guide wire. The guide wire was sent to scanning electron microscopy (sem) lab for further analysis. Product performance engineering has reviewed the case description and the analysis of the returned product. Analysis confirmed the reported separation of the wire, as the proximal and distal portion of the guide wire were returned. The core, coils, and polymer coating were separated 12 cm proximal to the tipball consistent with the report that approx 10 cm of the tip was found to be on angiography. The polymer coating was stretched and jagged at the separation indicating that an abrupt force was applied at this location. Sem analysis was performed and suggested that the core may have been subjected to ductile overload at a bend, which caused the tip to fail and detach. A guide wire failing from ductile overload typically requires the distal portion to be trapped in order to create the forces necessary to separate the guide wire. In this case, it was reported that an sds (stent delivery system) and ivus were delivered over the guide wire, and the separation appeared to have occurred near the guiding catheter tip. Based on this info, it is possible that the guide wire became trapped against the guiding catheter tip inside the ivus, and the force applied to remove the ivus exceeded the guide wire's design limits and ultimately caused the separation. Other factors such as pt anatomy, lesion morphology, and/or use in a bifurcation may have contributed to the wire becoming trapped. Analysis also noted two kinks in the core near the separation, and the proximal end of the separation was in a corkscrew shape. The case description states that a balloon catheter was used to remove the separation, and damage of this type could be the result of retrieving the separation. The removal of foreign body in this case, appears to be due to the separation. Overall, based on the case description and analysis of the returned wire, it appears that the separation and subsequent damage to the wire is a result of case circumstances. The lot history record was reviewed. There are no non-conforming material records associated with this lot number. This MDR is considered closed by the product performance group.